Event description:
It was reported that a pc unit and three large volume pump modules were hooked up to a patient on (B)(6) 2023 at approximately 12pm and all devices shut down unexpectedly. The devices were immediately swapped out. It was also reported that there was no error log information obtained when the device was connected to the alaris system manager. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, remedial action required, remedial action #, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a pc unit and three large volume pump modules were hooked up to a patient on (B)(6) 2023 at approximately 12pm and all devices shut down unexpectedly. The devices were immediately swapped out. It was also reported that there was no error log information obtained when the device was connected to the alaris system manager. There was patient involvement but no harm.